Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they are getting a no delivery alarm during manual prime. Customer was hospitalized at one point for high blood glucose. At the time of hospitalization, his blood glucose reading went up to 1200 mg/dl. Customer was dehydrated and couldn't get water. Nothing further reported.